Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had changed the set however they took an excessive amount of insulin and got a high blood glucose. The customer¿s blood glucose level at the time of the incident was 500 mg/dl. The customer¿s current blood glucose level was 486 mg/dl. The customer treated their high blood glucose with a bolus from the insulin pump. Troubleshooting was performed and insulin exited without incident. It was noted that the cannula was bent. The device will not be returned for analysis.